Manufacturer narrative:
The device remains in-situ. It is unknown if the patient complied with post-operative instructions or suffered an impact that may have contributed to the event. No further investigation can be completed at this time. Root cause has not been determined and no conclusion can be drawn. Review of labeling notes: warning and cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture, bending or loosening of implant, loss of fixation, fracture of the vertebra and visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "Care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique). "

Event description:
On (B)(6) 2015 a patient underwent a mas tlif procedure with precept posterior fixation at l5-s1 spine level. On (B)(6) 2016 a follow up radiograph indicated separation of screw components at the left s1 vertebra. No patient injury has been reported. The patient remains asymptomatic to date. CT scan has reportedly been scheduled for further review; no revision procedure is currently planned.